Event description:
The international customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported the unit was in use on pt, but there's no pt harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain further information from the customer. To date, nothing further has been received.